Event description:
It was reported via repair work order that the head end jack was stuck up and would not lower no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.